Event description:
Monitor had a delayed response to the caregiver. Resident fell.

Manufacturer narrative:
We conducted a full functional test on the monitor and sensor pad. The monitor and sensor pad were fully functional, there was evidence of significant abuse to sensor pad and monitor. The distributor was cautioned to instruct the caregiver on the proper care, and maintenance of this product.